Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal surgery, while cutting the stapling the colon, the device went forward 15 mm after firing and after that, stapler was not able to fire. Surgeon used another stapler to resolve the issue. No patient injury.